Event description:
It was reported that the infusion device display was erroneous, but no numbers were obscured and the information could not be misinterpreted. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and returned for evaluation. The complaint was not verified. The display was broken due to a mechanical impact. As the problem reported by the patient was related to misuse of the product, no corrective or preventative actions will be initiated.